Event description:
Pump did not boot up despite being charged with various cables for several hours, which was identified before any patient use as an out-of-the-box issue. There was no adverse impact to the customer's blood glucose level. The issue was not resolved by attempting different wall outlets, adapters, or charging cables, leading to the decision by technical support to replace the pump.